Manufacturer narrative:
Additional in d8 h3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device failed preventive maintenance for rate calibration test. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance for rate calibration test. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 failed rate test. Technical support check for any mechanical damage and that the administration set is correctly installed. Perform rate calibration. Replace the mechanism. Return the module to the factory. Recommended replace rate calibration set first, because it may have been used over 60 times. If rate calibration was not the issue, chris will replace bezel assy. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 18dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for rate calibration test. No additional information was provided. There was no patient involvement.